Manufacturer narrative:
G4:19may2021. G5:510k: k102985. B4:16jun2021. The customer confirmed the reported failure. The customer believes the issue was an operator error. They had the "mask" and "exhalation" setting set to something other than "other." The customer followed the service manual on testing the "exhalation port sensor" and was able to correct the error. The unit was tested, and it was returned to service.

Event description:
The customer reported exhalation port sensor failure alarm. The customer tried to change the circuit; however, it did not fix the issue. The unit was in clinical use but there was no patient harm.